Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation that was described as an open blister under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's nurse advised the patient to apply neosporin and a band-aid to the skin irritation. Follow up indicated that the skin irritation improved.